Event description:
It is reported to vyaire medical that the avea ventilator experienced a low fio2. The customer confirmed there was no patient involvement.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and they were able to duplicate the reported issue. They replaced the o2 cell but the issue still exists. The technical support advised to replaced the o2 cell again since the issue might be attributed to defective blender. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.